Event description:
It was reported that during a cholecystectomy procedure, the device was not working correctly. The clips were cross clamping. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty, indicator wheel failure. Eval summary: the analysis results of the el5ml found that it was received empty, locked out and with the orange indicator beyond its intended position. No functional testing could be performed to evaluate clip formation as the device was returned without clips. The batch record was reviewed and no anomalies were noted during the mfg process.